Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber dome was damaged after 3 days of use. No patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was received at fisher & paykel healthcare (B)(4) for evaluation and was visually inspected for the reported damage. Results: visual inspection revealed vertical cracks all around the chamber dome. The cracks also exhibit a crazing pattter and white residue was found in the chamber. A lot check revealed no other complaints for lot 140526. Conclusion: the nature of the cracking and the residue on the chamber dome indicates that the damage was caused by the chamber coming into contact with chemicals/alcohol which resulted in stress cracking. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the cracking occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).